Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated she received a blood glucose reading of 593 mg/dl in 2007. The pt stated that the power pack in her infusion device was expired (exp. 02/2007). She stated that she changed the power pack and bolused to lower her blood glucose. Symptoms of elevated blood glucose were extreme thirst. Her normal blood glucose range is around 150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.